Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two shocks as inappropriate therapy due to t-wave oversensing. Additionally, noisy signals were noted. Technical services (ts) was consulted and discussed stored episodes, with further in clinic examination for the device placement recommended. This electrode remains in service. No additional adverse patient effects were reported. Additional information from the filed indicates x-ray imaging was performed and the device was reprogrammed to turn therapy off. No further information is available from the field. No additional adverse patient effects were reported.

Event description:
It was reported, that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two shocks. As inappropriate therapy, due to t-wave oversensing. Additionally, noisy signals were noted. Technical services (ts) was consulted and discussed stored episodes, with further in clinic examination for the device placement recommended. This electrode remains in service. No additional adverse patient effects were reported.